Manufacturer narrative:
Citation: veulemans v et al. New insights on potential permanent pacemaker predictors in tavr using the largest self-expandable device. Cardiovascular diagnostic therapies. 2020; 10(6):1816-1826. Doi: 10.21037/cdt-20-680 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding potential predictors for the need of a permanent pacemaker following a trans catheter aortic valve replacement (tavr) procedure. All data were collected from two centers between march 2017 and september 2019. The study population included 130 patients (predominantly male, mean age 80.4 years), each of whom was implanted with a 34mm medtronic evolut r transcatheter valve (no serial numbers provided). Among all medtronic evolut r patients, adverse events included: permanent pacemaker implant due to left bundle branch block (lbbb), right bundle branch block (rbbb), atrio-ventricular block, complete heart block, atrial fibrillation. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.